Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported kink was confirmed. The reported leak was unable to be confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during device preparation and prior to use there was a leak and a kink distal to the hub. The device was not used; there was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event: date is estimated. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.